Event description:
It was reported that during a thyroidectomy procedure, when the hand piece is sterilized, keeps giving a temperature warning, even after it has cooled down. A different handpiece cord was used to complete the case. No patient consequence.

Manufacturer narrative:
Analysis summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.